Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the inner sheath could not advance in the outer sheath due to the impediment. Another vizigo sheath was used to complete the procedure. There was no patient consequence reported. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 , the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022 . The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgement could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).